Manufacturer narrative:
Other, other text: h10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. The smiths tamper seal was missing. A review of the event history log (ehl) evidenced the following: (B)(6)2020 11:12:27 pm high alarm displayed: cassette damaged (B)(6)2020 11:12:29 pm high alarm silenced: cassette damaged (B)(6)2020 7:47:54 am medium alarm displayed: cassette partially unlatched (B)(6) 2020 7:47:56 am medium alarm silenced: cassette partially unlatched" the alarms reported by the customer were verified in the event history log (ehl). The errors were also reproduced when the pump was powered on. The alarms were occurring because the cassette detector pin was contaminated. The cassette was becoming stuck as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned contamination was attributed to the customer. A user interface issue was established as the root cause.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed cassette not attached. No patient adverse events reported.